Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5288042. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Remedial action required: 46905 and 56413 were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016. (B)(4).

Event description:
It was reported that the safety shield of a 3 ml bd luer-lok¿ syringe with bd eclipse¿ safety 25 g x 1 in. Thin wall needle fell off while the user was drawing up an influenza vaccination. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: as previously reported, a sample was not returned for evaluation. However, the customer returned four photos for investigation. A photo inspection revealed close up pictures of a safety shield with no other assembled parts. There was no visual damage observed on the safety shield. Conclusion: although the customer's photos showed a detached safety shield, an absolute root cause for this incident cannot be determined.